Event description:
A report was received that the pt is having trouble charging. The pt has lost weight and the ipg is moving around inside the pocket. The physician's assistant recommended that the pt undergo a pocket revision, but the pt doesn't want to undergo any surgery.

Manufacturer narrative:
This is the final report.